Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 a on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed pulse testing.